Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was reported that the patient¿s blood glucose was greater than 250 mg/dl, but less than 500 mg/dl with no symptoms. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: a review of the pump¿s black box data revealed one pump reboot due to a cartridge change and routine battery change. The battery compartment was cracked, and the returned battery cap had stripped threads. The returned battery cap was unable to secure onto the pump. The pump reboots were duplicated with the returned battery cap, and a test cap was used to complete the investigation. The pump was exercised with the test cap for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or damage was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.